Event description:
It was reported that during dilatation in the left anterior descending artery, the voyager balloon could not be inflated. There was no evidence of a balloon rupture/hole/tear. A non-abbott dilatation catheter was used to perform dilatation. There was no adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed two pinhole ruptures in the balloon.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned product noted blood visible on the balloon. There was thick crystallized contrast on the balloon, shaft, and in the balloon and inflation lumen. The balloon had been inflated and was loosely folded. This is consistent with preparation, the catheter being advanced into the patient anatomy, and attempted inflation. There was a kink in the hypotube proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular. A new indeflator was used in an attempt to inflate the balloon, but due to the thick contrast in the inflation lumen, the balloon would not inflate. The catheter was left pressurized until the contrast dissolved to reveal two pinholes in the balloon 9 mm distal to the proximal marker. There were two scratches in the balloon beside and proximal to the pinholes. There were chatter marks on the balloon distal to the pinholes. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon the attempt to inflate the balloon. A conclusive cause for the noted balloon rupture could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.